Event description:
Patient reports that post implant a realize band, she has had several fills during this time. In (B)(6) 2009 and (B)(6) of 2011, the surgeon emptied the band due to vomiting. A fluoroscopy was performed at each fill. The vomiting returned and the band was emptied. The surgeon could not get the fill to be at the correct level for her to either have restriction or to not be able to eat healthy foods. Patient reports currently experiencing reflux and vomiting. The patient returned to a new surgeon in (B)(6) of 2013. And a fluoroscopy was performed. The band tubing and port are no longer connected. The patient now has no restriction. The new surgeon wants to remove the band and do a revision.

Manufacturer narrative:
(B)(4): information unavailable. Device remains implanted.

Manufacturer narrative:
(B)(4). Upon visual/functional evaluation, it was observed that the velocity port was returned fully functional, and after reviewed of surgery picture it was noted that the tubing strain relief was floating on the catheter. However, per the reported event of band slippage evaluation of the device cannot confirm events that are physiological in nature. A review of the product¿s instruction for use (IFU) was performed and it was stated that band slippage and port disconnection are recognized events associated with gastric banding and the use of the realize adjustable gastric band. The product's instruction for use (IFU) provides detailed information on the causes and consequences of band slippage and also detailed instructions to connect the catheter to the port. With respect to tubing strain relief movement. A design enhancement was implemented with the approval of the FDA to glue the strain relief to the locking connector to mitigate potential movement or migration. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
Spoke with surgeon's office. In (B)(6) 2013, the band tubing was found to have disconnected from the port. The surgeon recommendation was not to have a band replacement due to previous complications experienced by the patient e.g. Band slippage detected via egd in (B)(6). The surgeon is recommending another type of weight loss surgery. However does not recommend a gastric bypass due to previous placement of the band. The surgery date to explant the band is (B)(6) 2013.